Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a damaged pad connector. One photo sample was returned for evaluation. Visual evaluation of the returned photo noted one opened arctic gel pad present with no original packaging. Visual inspection noted the following: -the returned photo shows a pad connector with chips and deformation on the ends. This deformation would cause a leak at the connection. The product does not meet specifications per ip7602996 rev 13 which states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)". A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was water leakage at the connection site between the arctic gel pads and the arctic sun machine. The machine was swapped out, and there continued to be leakage. The pads were swapped out and the leaking stopped. Per follow up information received via task on 12feb2025, spoke with charge nurse who confirmed supplies manager has collected the pads. They confirmed only the pads were leaking and there were no other issues with the devices used.

Event description:
It was reported that there was water leakage at the connection site between the arctic gel pads and the arctic sun machine. The machine was swapped out, and there continued to be leakage. The pads were swapped out and the leaking stopped.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.